Event description:
Customer reportedly received the following results on the aviva system, compared to a professional meter, within 10 minutes: 225 mg/dl (aviva) and 110-120 range mg/dl (doctor's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Concomitant info: customer refused to provide this information.